Event description:
Good morning, I put in allergan brand implants. This year will make it 3 years in (B)(6) to have them. I've had complications for almost a year now. I have an encapsulated implant with horrible pains, leg and arm cramps and pain on the back of the encapsulated implant side. I was always very healthy, now I pass from doctor to gi doctor, endocrinologist, otolaryngology and even allergist. My body is not the same in health and I don't feel the same, who can help in this situation? Please if you can answer me. Thank you. FDA safety report ID# (B)(4).